Event description:
It was reported that a pump will constantly alarm to reload the IV set. The customer stated that when the IV set was loaded into load point #2, the pump displayed that load points 3 and 4 were already loaded. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The evaluation confirmed that when the tubing was loaded into load point 2, load points 3 and 4 would load automatically with no IV set. Further evaluation found this to be cause by a failed downstream sensor. The downstream sensor was replaced.